Event description:
A malfunction alarm was reported with the code malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump, but the malfunction recurred. Consequently, technical support decided to replace the pump.